Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered a heart block av. It was reported that during an svt (it later became an avnr ) procedure following the last portion of the ablation, approximately 5 to 7 beats after ablation had completed, it appeared that the patient went into a "2 to 1 heart block." They reported that the patient displayed no physical symptomology, but "on the coronary sinus catheter, there were 2 beats to one qrs complex." They reported that they "reevaluated where the his was. "They were ablating more than 2 cm away from the his and the physician did not think it made sense that the patient would be in heart block". The physician believed it may appear to be a heart block but could be from swelling from the ablation or that the patient had strange anatomy in terms of the av node being a little bit closer to where they were ablating in comparison to a normal patient. There were no blood pressure issues or issue with the catheters. They reported that no medical intervention was provided except providing ¿isopral¿ to the patient and monitoring the patient closely. The individual was a younger patient and the physician thought there was no immediate need to put in a pacemaker. They reported that a 4mm df catheter (thermocool stsf df curve ablation catheter) was used during the procedure, however, the catheter functioned properly with no issues. The adverse event was noticed post-use of the catheter. Additional information was received. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was other/patient related. He believes it was swelling of tissue near the nodal pathway hence causing the 2 to 1 block seen. No intervention was provided. Outcome of the adverse event was unchanged, as of when they left the procedure room, they have not heard an update from the physician yet. Smartablate generator was used. Thermocool® smarttouch® sf catheter was not used, it was a 4mm non-irrigated cath that was used. There is no force visualization available for the 4mm. Visitag module was used, parameters for stability used was 2mm range and 3 second time. No additional filter used with the visitag. Impedance was used for tag coloring. Additional information received confirmed that the catheter used was a 4mm navigational bi-direct.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).